Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report low battery alerts and an off no power alarm. The customer's blood glucose level was 400 mg/dl. The customer also received a no delivery alarm which they were able to clear. The customer declined to troubleshoot for the no delivery alarm. The customer stated that the off no power alarm was the second occurrence. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. No unexpected low battery alarm, no unexpected off no power alarm and no excessive no delivery alarm noted. Insulin pump received with minor scratched display window. Insulin pump received with cracked battery tube threads. Insulin pump received with cracked reservoir tube lip.